Event description:
A barostim system was implanted on (B)(6) 2025. While in the post anesthesia care unit recovering from the procedure, the patient experienced slight paralysis on the right side of their lip. Per the opinion of the physician, the root cause of the event was possibly the medication given during anesthesia and it was expected that the slight paralysis around the lip would resolve.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was possibly the medication given during anesthesia. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11 cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. While in the post anesthesia care unit recovering from the procedure, the patient experienced slight paralysis on the right side of their lip. Per the opinion of the physician, the root cause of the event was possibly the medication given during anesthesia and it was expected that the slight paralysis around the lip would resolve. The patient was seen for a follow up on (B)(6) 2025, and there was no further complaints of numbness or any other symptoms. Per the physician, the symptoms were resolved as they expected.